Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. It is unk how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.